Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. Customer was treated with quick pen. After the troubleshooting was done, customer was advised that their is nothing wrong set/reservoir, pump programing/setting. Customer was advised to speak with her doctor about site rotation and absorption.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.